Event description:
It was reported the patient was not getting any benefit from their system after they fell down. It was stated an impedance check was done and it showed open circuit on all connections. It was later reported the patient was falling down in (B)(6) 2013 and was starting to lose stimulation sensation. It was stated the impedance values were all over 4000 ohms except the value between electrode #1 and c. It was noted an open circuit might have happened. Reportedly, there was no harm or injury to the patient.

Manufacturer narrative:
(B)(4). (B)(6).